Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed additional pains since the implant of the nevro device. As a consequence, the implant was removed. The patient has since recovered without sequelae.